Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitor sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.